Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll w/ndl eclipse 27x1/2 rb leaked on 4 occasions during use. The following information was provided by the initial reporter: material no: 305789 batch no: 9361605. It was reported that the tip of the syringe where you attach the needle is not flat and leaks out.

Event description:
It was reported that syringe 1ml ll w/ndl eclipse 27x1/2 rb leaked on 4 occasions during use. The following information was provided by the initial reporter: material no: 305789 batch no: 9361605 it was reported that the tip of the syringe where you attach the needle is not flat and leaks out. 305945, lot #: 9269166h- "bent at the tip upon placement in the pt." Occurred on (B)(6) 2020 305789 lot #:9361605 -"tip of the syringe where you attatch the needle is not flat, warped plastic didn't get molded straight across and it leaked." Customer stated they have 4 products like this. Occurred on (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that syringe 1ml ll w/ndl eclipse 27x1/2 rb leaked on 4 occasions during use. The following information was provided by the initial reporter: material no: 305789 batch no: 9361605 it was reported that the tip of the syringe where you attach the needle is not flat and leaks out. 305945, lot #: 9269166h- "bent at the tip upon placement in the pt." Occurred on (B)(6) 2020 305789 lot #:9361605 -"tip of the syringe where you attatch the needle is not flat, warped plastic didn't get molded straight across and it leaked." Customer stated they have 4 products like this. Occurred on (B)(6) 2020 d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/23/2020 h.6. Investigation: one sample was received by our quality team for evaluation. The sample was subjected to visual inspection and short molding was observed on the syringe collar. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The sample was sent to the supplier plant for further investigation. The potential root cause for this defect is associated with the molding process. It is possible there was an issue with the gate causing the cavity to not fill properly. See h.10.